Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test. Unable to prime during prime test due to moisture damage inside force sensor. Motor passed motor test. Unable to perform occlusion test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 380mg/dl. Troubleshooting was performed. The time, date, basal rates and bolus wizard settings were correct. Reviewed the alarm history and found a motor error alarm. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The displacement and self test passed. Performed a high pressure test and failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.